Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 01 2007. A review of all records related to the manufacture of the product lot has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot. The lot met the acceptance criteria for release. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report.

Event description:
A customer report was received on an elastomeric device involved in an alledged overinfusion incident during patient use. The device was filled with 300 ml of ropivacaine hydrochloride 0.2%. The actual duration of the infusion is unknown. The method of delivery is by epidural injection. No patient injury or medical intervention is associated with this incident.